Manufacturer narrative:
Inspection of the download data found that the pod generated an 0x14 occlusion alarm during operation. Timeouts occurred at the end of runtime in tandem with the occlusion alarm. The investigation found no damages or deficiencies that would contribute to an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined. Inspection of the soft cannula found the external portion of the soft cannula to be stretched and flattened. The length of the soft cannula measured above specification at 1.2975 inches. Fluid was found to leak from a tear in the damaged portion of the external cannula near the formed needle tip. It could not be determined when or how this damage occurred.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. It was reported by the patient that the pod had a blockage alert.